Event description:
Stabbed in the lip/little stab wound upper lip - skin [stab wound]. Lip bled [lip haemorrhage]. Brush head will not stay on anymore...came off...missing piece must be still in the old brush head...broke off - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head would not stay on the oral-b genius toothbrush. It came off yesterday while brushing their teeth and stabbed them in the lip, causing it to bleed. The oral-b genius toothbrush had a missing piece that broke off and was in the old oral-b toothbrush head. No serious injury was reported. 06-jul-2023 follow up via digital safety assessment survey: the consumer was a 46 year old male. He experienced a little stab wound on his upper lip. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return